Manufacturer narrative:
Ecolab-microtek was unable to review or evaluate the compressible sleeve as the hospital staff disposed of it. Hospital staff was not able to provided ecolab-microtek with the device part number or lot code of the compressible sleeve. Ecolab-microtek contacted the hospital and confirmed no adverse effects were reported and no other treatment needed. No further information from the hospital staff was provided to ecolab-microtek for investigation.

Event description:
On (B)(6) 2013, (B)(6), ecolab-microtek quality engineer at the (B)(6) location received a complaint from (B)(6). The complaint reported was about the compressible sleeve that was connected to the venodyne advantage 610. It was reported that the compressible sleeve did not deflate while the hospital staff was using the device. The hospital staff then tested three different sets of compressible sleeves. All of them worked effectively with no issues reported. This indicated that the pump (venodyne advantage) connected to the compressible sleeve was in functioning condition for future use.